Event description:
An IV infusion bolus was started in the emergency department to infuse at 999 ml/hr for 1 hour. After the infusion the rate was decreased to 100 ml per hour. The patient was transferred to the general pediatric floor at 1728 at which time the pump was alarming. When the pump was reviewed, it was noted that the tubing inside the pump had ballooned out in one spot. A new tubing was placed without concerns and worked well without difficulty. Tubing saved and the emergency room evaluated the lot numbers. They only had one lot number so the report will list the only lot number that is currently available in the emergency department.